Manufacturer narrative:
Device evaluation summary: we have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, a minor deviation was noted. The deviation noted was not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
During treatment with cosmoderm, the needle disengaged totally and product spilled. No injury to the pt or to the injector.